Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the lead prior to distribution. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong codes for the event.

Event description:
It was that the vns patient was to undergo surgery due to infection / granuloma at the neck incision. The healthcare professional believed that the infection was due to the implanted tie-downs and the friction with the skin. The event debuted in (B)(6) 2014. X-rays were sent ot the manufacturer. Review of the x-rays showed that the generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin seems to be fully inserted into the generator connector block. The strain relief bend was used, but not a loop. Two tie downs were used. The electrodes seem to be placed correctly on the vagus nerve. Part of the lead was behind the generator. No sharp angle or lead breaks were visible on the assessed lead parts. It was later reported that the tie-downs had been explanted; the wound was debrided, cleaned, disinfected and closed. Protrusion of the tie-downs had also been observed. Review of device history records showed that the lead was sterilized prior to distribution. No known further interventions have occurred to date.